Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, brown particles in the device inner surface and two linear opening in the anterior. A leak test was performed which identified delamination of valve and openings. A microscopic analysis was performed which identified: total delamination of valve due to adhesive failure and two openings creases smooth assessed as fold flaw opening. The creases condition that was indicated in the complaint was observed, nevertheless is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device (multiple handling during the explantation shipping process could lead a variation on the device conditions). Based on the device analysis the final assessment is: two openings creases smooth assessed as fold flaw opening. Total delamination of valve due to adhesive failure. Creases condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional reported a right side deflation and noted the presence of a "fold flaw." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Healthcare professional reported a right side deflation and noted the presence of a "fold flaw." The device has been explanted.